Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus was obtained additional information from the user facility as follows. The user found that about 3 or 4 mm length of the patient's tissue was trapped at the distal end of the device. The damage was not so deep and the lesion was superficial. The user judged by visual confirmation that the damage did not reach the muscle layer. The user concluded that there was no necessary endoscopic treatment for damaged mucosa. The patient did not have a medical history, primary disease, ulcer, or stenosis that could contribute to the injury. The doctor checked if the cap and device were not cracked after the procedure and found the cap and the device were not cracked. The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. -the mucosa was sucked into the distal end cover because the user performed suction while the opening space at the distal end was close to the mucosal surface. -the distal end cover was broken due to improper attachment. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. Omsc concluded there was no serious injury about this phenomenon because the user did not perform the additional treatment for the patient. If additional information becomes available, this report will be supplemented.

Event description:
At the end of the procedure, the user found that there was the patient's mucous membrane tissue between the distal end cap and the device. The user did not perform the additional treatment including the re-insertion of the endoscope for the patient. The user facility did not provide other detailed information.